Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, om-10000 - acrobat-I stabilizer broke down at the base (mount jaw) while fixing it to the chest retractor during the surgery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: # (B)(4). The acrobat-I stabilizer device was returned to the factory for evaluation. Signs of clinical use and no blood were observed. A visual inspection was conducted. The anterior portion of the mount jaw was fractured and the dislocated piece was returned. The separated piece along with the remaining portion of the mount jaw was inspected. No evidence of voids, short shots, flow marks, parting lines or knit lines in the molded part were observed that could have contributed to the fracture. The fracture did not appear to have propagated along a knit line, flow mark or parting line. The teeth on the mount jaw were inspected. A mechanical evaluation was conducted. A reference device could not be utilized, due to the break of the mouth jaw. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm tightened and remained secure when the tightening knob was turned clockwise. No other failures were observed. Based on the returned condition of the device the reported complaint was confirmed for "break; mount jaw". The device history record was reviewed. The records show that this component is a molded part supplied by an external vendor and is subject to incoming inspection. The certificate of conformity for the product lot used in the reported device batch was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The vendor also certifies that only virgin resin used; no mold release was used in manufacturing these component.

Event description:
The hospital reported that during a coronary artery bypass procedure, om-10000 - acrobat-I stabilizer broke down at the base (mount jaw) while fixing it to the chest retractor during the surgery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, om-10000 - acrobat-I stabilizer broke down at the base (mount jaw) while fixing it to the chest retractor during the surgery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, om-10000 - acrobat-I stabilizer broke down at the base (mount jaw) while fixing it to the chest retractor during the surgery. A replacement device was used to complete the procedure. The hospital did not report any patient effects.